Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change procedure. Prior to the procedure, it was noted that the right ventricular exhibited lead noise. The patient was not pacing dependent and was not affected by the anomaly. During the same procedure on (B)(6) 2021, the right ventricular lead was capped and replaced successfully. The patient's condition was stable.